Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiences a shocking or jolting sensation when she "turns her head in a certain way". It was noted that the patient usually feels stimulation in her neck, shoulders, and down her arms. It was stated that the patient turns her stimulation off at night so she does not experience the jolting sensation. It was reported that the patient was told that she may experience this due to the location of her device. Further information has been requested. If more information is received a follow up report will be sent.

Event description:
Follow up from the health care provider reported there were no complications or problems. It was noted the event was not due to the stimulator and the issue was noted as ¿tolerant to medication.¿ it was unclear what was meant by ¿tolerant to medication.¿ there was no injury to the patient. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3776-60, serial# (B)(4). Product type: lead. (B)(4).